Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, deflation difficulties, a balloon rupture, and a vessel perforation occurred. The lesion was located in the circumflex (cx) artery, however, the percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unk. Following placement of another manufacturer's stent, the quantum maverick 12mm x 3.0mm was advanced for post-dilatation. The balloon was inflated to 18 atms, however, upon attempting to deflate the balloon, the balloon was unable to deflate. For approximately 15 minutes, the physician attempted "many" times to deflate the balloon but was unsuccessful. The physician inflated the balloon to its rated burst pressure (rbp) of 20 atms, however, the balloon continued to inflate to 26 atms the ruptured. Following the balloon rupture, the patient experienced chest pain and a vessel perforation was noted. An unk size quantum maverick balloon catheter was advanced to the dissection site and inflated for "some time" to an unspecified pressure after which another manufacture's stent was successfully deployed to seal the perforation. It was the physician's opinion that the balloon rupture contributed to the vessel perforation. The patient's status is unk.